Event description:
Customer reported the battery in his freestyle freedom lite meter exploded and injured his hands. Customer also reported burns on his hands and one episode of loss of consciousness. There is no report of third party medical intervention or diagnosis. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.